Event description:
It was reported that the device was explanted after implant duration of approximately 24.6 months, due to paravalvular leak. Per the operative report, "the valve was dehisced for nearly half of its circumference around the area of the left coronary sinus. The strut of the prosthesis between the left and noncoronary areas was adherent to the aortic wall. It was carefully mobilized off the aorta. The previously placed sutures were each grasped, cut, and extracted, and the valve was easily enucleated." Reportedly, the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.